Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital for a normal generator change procedure on (B)(6) 2021. Upon interrogation, it was noted that the patient's right atrial lead was experiencing high and out of range impedance, which also led to loss of capture. The lead was capped and replaced during the generator change procedure. The patient was stable throughout.